Event description:
It was reported that the display on the device was not functioning. With no display, the user would not have the ability to know when to manually charge and deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a loose connection from the display flex, plugging into the digital pcb mounted jack connector, designator j2. The clip on the connector was not pushed on securely.